Event description:
Health professional (hcp) reported injecting a patient in the in the perioral area (upper lip), marionette lines and the chin with 1ml of juvederm® voluma¿ with lidocaine and 0.4 ml of juvéderm® volbella¿ with lidocaine. Three and a half weeks later, the patient was injected in the perioral (upper and lower lip), marionette lines and zygomatic arch with 0.6 ml of juvéderm® volbella¿ with lidocaine and 1 ml of juvederm® voluma¿ with lidocaine. Approximately four months after the second session, the patient was injected with 0.4ml of juvéderm® volite, 1ml of juvéderm® voluma¿ with lidocaine, and 1ml of juvéderm® voluma¿ with lidocaine. Two months later, the patient experienced ¿inflammatory nodules after an eye infection.¿ the eye injection is deemed not related to the injections. That day, the patient went for an ophthalmologist's consultation, where a blood sample and an eye smear were performed that confirmed an ¿eye infection¿ with an evacuation of "eyelid abscess¿ was performed by the ophthalmologist. The injector noted ¿ocular infection (pus on the inner eyelid of the left eye with erythema and associated heat in the area of use (left). Inflammatory nodules at all injection sites, requiring antibiotic therapy, corticotherapy and hyalase sessions.¿ the patient was treated with corticosteroid therapy for 10 days. After the 10 day, the patient was treated with hyalase in 3 sessions, each with 300 units. The symptoms resolved with no recurrence of the nodules to date. This is the same event and the same patient reported under MDR ID#: 3005113652-2020-00646 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2020-00650 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2020-00651 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2020-00645 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2020-00648 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2020-00649 (allergan complaint#: (B)(4) . This is the first MDR submitted for the first suspect product, juvederm® voluma¿ with lidocaine on the first injection day.

Manufacturer narrative:
Additional, changed, and / or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the event of "inflammatory nodule" is a known potential adverse event addressed in the product labeling. The event of "eye infection," not device related is considered an unexpected adverse drug experience.

Event description:
Health professional (hcp) reported injecting a patient in the in the perioral area (upper lip), marionette lines and the chin with 1ml of juvederm® voluma¿ with lidocaine and 0.4 ml of juvéderm® volbella¿ with lidocaine. Three and a half weeks later, the patient was injected in the perioral (upper and lower lip), marionette lines and zygomatic arch with 0.6 ml of juvéderm® volbella¿ with lidocaine and 1 ml of juvederm® voluma¿ with lidocaine. Approximately four months after the second session, the patient was injected with 0.4ml of juvéderm® volite, 1ml of juvéderm® voluma¿ with lidocaine, and 1ml of juvéderm® voluma¿ with lidocaine. Two months later, the patient experienced ¿inflammatory nodules after an eye infection.¿ the eye injection is deemed not related to the injections. That day, the patient went for an ophthalmologist's consultation, where a blood sample and an eye smear were performed that confirmed an ¿eye infection¿ with an evacuation of "eyelid abscess¿ was performed by the ophthalmologist. The injector noted ¿ocular infection (pus on the inner eyelid of the left eye with erythema and associated heat in the area of use (left). Inflammatory nodules at all injection sites, requiring antibiotic therapy, corticotherapy and hyalase sessions.¿ the patient was treated with corticosteroid therapy for 10 days. After the 10 day, the patient was treated with hyalase in 3 sessions, each with 300 units. The symptoms resolved with no recurrence of the nodules to date. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00646 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00650 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00651 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00645 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00648 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00649 (allergan complaint # (B)(4)) . This is the first MDR submitted for the first suspect product, juvederm® voluma¿ with lidocaine on the first injection day.